Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported issue could not be reproduced during the device evaluation due to an unrelated issue. The device will be required to meet all calibration and release specifications during the servicing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an accuracy test. There was no patient involvement. No additional information is available.